Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: nine-hundred samples were returned. One-hundred samples were inspected, and 22 out of 100 had broken hubs. Based on the investigation, it's possible that the hub damage was induced when a part was caught in the lubrication station preventing the correct closure. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the 18 g x 1 in. Bd¿ general use sterile hypodermic needle has been breaking in half when they put them on a syringe. There was no report of injury or medical intervention.